Manufacturer narrative:
A valve in the hydraulics clamped which led to a loss of damping and caused the patient to fall. This malfunction of the device could cause or contribute to further falls and potential serious injuries might be possible if the malfunction were to recur.

Event description:
Patient fell walking at the mall - kicked her cane and fell, suffered laceration to the chin - no resistance to the knee. The manufacturer tried to gather further information regarding the course of event of the fall several times but it was not possible to reach the practitioner and the patient.